Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Jang et al 2020 - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study." After biliary cannulation and endoscopic sphincterotomy, when difficult cbd stones were encountered, 7-fr or 10-fr double-pigtail plastic stents (cook endoscopy, winston-salem, north carolina, USA) were placed for biliary drainage. Cholangitis requiring urgent ercp occurred in 3 patients (3.5%).

Manufacturer narrative:
Device evaluation: double pigtail biliary stents (7 or 10 fr) of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted this file was created from the attached journal article. ¿jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study". Complaint files (B)(4) and (B)(4) is opened as a result of this paper. (B)(4) captures stent migration experienced by 11 patients. This file covers cholangitis in 3 patients requiring urgent ercp experienced due to double pigtail biliary stents (7 or 10 fr) in worst case scenarios in the article. Documents review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, double pigtail biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to the information reported in the paper double pigtail biliary stents (7 or 10 fr) was used in 85 patients. Additional effects relating to the stent were reported as the following: of the initial 85 patients, 11 were found to have migrated which is covered in (B)(4), and 3 were found to have led to cholangitis. As per clinical input, in this article cholangitis could be due to the baseline conditions but in worst case scenario could be attributed to our device. 28 patients experienced stone fragmentation and 3 patients had stone disappearance which has been ruled out as complaint as per clinical input. The overall rate of complete stone clearance was (B)(4) at the second ercp. Of the remaining 30 patients, 28 underwent another biliary stenting, and 2 were carefully followed up without additional stenting despite the presence of residual stones. The user is instructed as per IFU (ifu0045-7) which accompanies this device under the potential complications section ¿those associated with ercp include, but are limited to pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, cholangitis is a known potential complication. Clinical input stated that the 3 cases of cholangitis may be due to the baseline conditions but for the worst case scenario approach these can be attributed to use of the device. Additional clinical input stated that a severity of + 4 would be appropriate for the cholangitis. An additional file (B)(4) was opened to address 71 cases of off-label use the user error of the stent being left in place for 3.7 months which exceeds the precautions in the IFU (ifu0045-7), "this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended." Summary: the complaint is confirmed based on customer testimony. According to the information reported 3 patients had cholangitis during the interval of stent indwelling which required urgent ercp. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
**Final MDR being submitted due to the completion of the investigation on (B)(6) 2021. Results and conclusion are outlined in section h of this report**.

Manufacturer narrative:
Device evaluation: double pigtail biliary stents (7 or 10 fr) of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from journal article. ¿jang 2020 et al - "factors associated with complete clearance of difficult common bile duct stones after temporary biliary stenting followed by a second ercp: a multicenter, retrospective, cohort study" complaint files (B)(4) is opened as a result of this paper. (B)(4) captures stent migration experienced by 11 patients. This file covers cholangitis in 3 patients requiring urgent ercp experienced due to double pigtail biliary stents (7 or 10 fr) in worst case scenarios in the article. An additional file (B)(4) was opened to capture off-label use of plastic stent for removal of biliary stones and user error of leaving the stents in exceeding the indwell period in 85 patients. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution, double pigtail biliary stents are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. According to the information reported in the paper double pigtail biliary stents (7 or 10 fr) was used in 85 patients. Additional effects relating to the stent were reported as the following: of the initial 85 patients, 11 were found to have migrated which is covered in (B)(4) , and 3 were found to have led to cholangitis. The user is instructed as per IFU (ifu0045-7) which accompanies this device under the potential complications section ¿those associated with ercp include, but are limited to pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Root cause review: a definitive root cause could not be determined from the available information. However, as per the instructions for use, cholangitis is a known potential complication. Clinical input stated that the 3 cases of cholangitis may be due to the baseline conditions but for the worst case scenario approach these can be attributed to use of the device. Summary: the complaint is confirmed based on customer testimony. According to the information reported 3 patients had cholangitis during the interval of stent indwelling which required urgent ercp. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due an update to the e code, c code and investigation evaluation complete on 16-feb-2023.